Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
On 06-nov-2025, a other health care professional contacted technical service to report that advanta 2 frame (product code p1190a000067, serial number (B)(6)), had head section running up unintentionally. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On (B)(6) 2025, a other health care professional contacted technical service to report that advanta 2 frame (product code p1190a000067, serial number (B)(6), had head section run up unintentionally. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.